Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's family member reported that the customer's adc blood glucose meter had a frozen screen. As a result of this issue, the customer was unable to check his blood glucose and on (B)(6) 2016 at 22:00 experienced symptoms described as "sweating, dizziness, anxious, fast heartbeat and blurry vision." The customer was taken to a hospital where he was diagnosed with hypoglycemia and "fast heart beat" (tachycardia). The customer was treated with "oral glucose and sugar." No readings or further treatment were reported.